Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, it was reported that the patient's egv on the dexcom app and unspecified insulin pump showed 175 mg/dl. Throughout the day, the patient had severe stomach pain, vomiting, extreme thirst, fever, and confusion. His parents were worried but trusted the egv. Suddenly, the patient passed out, and they rushed him to the emergency room. A fingerstick test revealed his blood sugar was almost 800 mg/dl. He was admitted to the ICU for three days and treated with IV fluids and IV insulin. The exact doses were not provided. He was discharged on 11/21/2025. The parents are now asking for financial assistance to help cover the cost of hospitalization after this life-threatening incident. No other details were documented. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
Concomitant medical products - correction.

Event description:
Subsequent to the initial MDR, a correction is required.